Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that premature battery depletion was observed on the device. Additional information was requested but was not yet available. The patient was stable and will continue to be monitored; there were no adverse consequences.